Manufacturer narrative:
As returned, the screwdriver was found to have a crack in the handle, and the hex shaft was not fully in the handle. The fracture line along the flat surface of the handle is in the same area as cracks that have previously been seen for this handle. Dimensional readings conformed to print specifications where measured. Review of device history records indicated that the devices were manufactured to specifications with no deviations to the standard manufacturing processes. This device was used for treatment. The fracture was identified outside of surgery. The manufacturing date of the driver is january 3, 2013 so the driver would have had a potential field age of approximately 3.5 years. The sales representative was not able to verify the date that the product was delivered to the hospital. It was not possible to confirm that the product arrived at the hospital cracked. No previous complaints for the product part/lot combination exist. The root cause of the crack in the handle cannot be conclusively determined.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported the screwdriver's handle was found cracked prior to being used in surgery.